Event description:
It was reported by the rep the device was used during a laparoscopic hernia. It was reported there were tears in the gaskets. Add'l trocar and one seal were opened to complete the case. There was no consequence to the pt.